Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that nearly 1 month after dental implant was installed in patient¿s mouth, it had to be removed because the patient was in pain. Also, 50ncm of primary stability was achieved and the patient presented bone type ii.